Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR's: 1018233-2013-00809 and 1018233-2013-00810.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention/ incomplete bladder emptying requiring intermittent self catheterizations, stress urinary incontinence, nocturnal enuresis, hesitancy, pain in the right lower quadrant and vaginal area, cystocele, rectocele, vault prolapse, mesh erosion, neurogenic bladder, urinary tract infection and urethrovesical hypomobility. Following her implant on ((B)(6) 2014) she suffered from pelvic tenderness and persistent pain in vagina and lower abdomen.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding (blood loss), dyspareunia and unspecified neuromuscular problems.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced enterocele , pelvic sidewall lesion, foreign body in patient, pelvic organ prolapse, painful intercourse, inflammation, dysuria, urinary urgency, constipation, irritable bowel syndrome, adhesions, loss of energy, limited activity, inability to sit or stand for long periods, hypertension, high blood pressure, vaginal infection, depression, nonsurgical and additional surgical interventions.